Manufacturer narrative:
Failure analysis for fiber 0010-2400-546a-2748: the glass cap bevel edge and metal cap are not aligned; the glass cap is protruding from metal cap and can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. This would cause reduced vaporization efficiency. A forward firing fiber output condition could not be confirmed. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The first fiber joules of use was 176,438 and 24:21 minutes. The first fiber tip/cap was cleaned during the procedure.

Manufacturer narrative:
(B)(4) - (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber output was observed to be forward firing. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "ok" - there was no injury to patient reported.